Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused a lymph node approx. 2 cm in the throat, headaches and poor quality sleep. The patient did report to receive medical intervention and had an follow-up ultrasounds. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.